Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted:(B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a partial electrical reset occurred. The cardiac resynchronization therapy pacemaker (crt-p) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with wireless telemetry. If information is provided in the future, a supplemental report will be issued.